Manufacturer narrative:
Batch review performed on 14 october 2019. Lot 1900236: (B)(4) items manufactured and released on 14-mar-2019. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 189641. Batch review performed on 14 october 2019. Lot 189641: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During a follow up, the surgeon discovered that the patient had subcutaneous storage area with deeding of the wound on the distal part and imbibition of tissues and reddening. Few days later the patient was revised, liner and head were removed, probably due to infection, pathogen is staphylococcus aureus. The revision has been performed 20 days after primary surgery.